Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "the doctor found that the guide wire was about 10cm and could not be inserted or withdrawn. After a series of operations, the front end of the guide wire broke in the patient's body. Some of the guide wires were removed by vascular surgeons, but there were still some remaining guide wires in the body." The patient's current condition is reported as "critical" unrelated to the product defect.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the doctor found that the guide wire was about 10cm and could not be inserted or withdrawn. After a series of operations, the front end of the guide wire broke in the patient's body. Some of the guide wires were removed by vascular surgeons, but there were still some remaining guide wires in the body." The patient's current condition is reported as "critical" unrelated to the product defect.